Manufacturer narrative:
A review of photos of the surgical site suggests that the material chosen was inadequately sized to appropriately overlap the hernia defect. The patient was reported to have comorbities that may have impacted wound healing. The IFU states that a potential complication for surgical report of hernias (with or without surgical mesh) could be hernia recurrence. Neither the device nor the lot information was provided for further assessment.

Event description:
It was reported that a patient experienced a hernia recurrence approximately two years after ventral intraperitoneal hernia repair with ovitex lpr. The device was left in place and the recurrence surgically repaired.